Event description:
It was reported that this pacemaker minute ventilation (mv) sensor became disable during an ablation procedure. The device remains in service. No adverse patient effects were reported.